Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press as well as customer had difficulty to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the rewind was slower and insulin pump rejecting the batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify back light anomalies, failed battery test alarm, no excessive no delivery/occlusion alarm, rewind and audio/vibrate anomaly /absence of alarm due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. No frozen screen noted during test and time clock advances properly.